Event description:
Four bags of cryopreserved bone marrow were taken to the ward for reinfusion. The first bag contained 0.34 x 10^6/kg cd34, and on thawing in the water bath the product was lost into the sterile saline. Looking at the bag closely it was noted that the weld at the side and bottom had split. The product was discarded and the remaining three bags were thawed and reinfused. Pt successfully engrafted.